Event description:
It was reported that the pt experienced "a lot of problems with her pump" and that she has been trying to deal with it for 3 years. Per the reporter, the catheter had a kink and she ended up in the hospital for morphine withdrawal (date not provided). The pt experienced pain and "cries everyday"; she can barely walk. At one point, the hcp increased the bolus by 17%. The pt was attempting to find another hcp to manage her pump treatment. Please see also manufacturers' report#: 3004209178200905544 for previously reported catheter kink.

Manufacturer narrative:
(B)(4).